Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that a patient underwent a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and pelvic floor repair mesh was implanted. The patient underwent mesh implantation in order to treat symptomatic pelvic organ prolapse, a cystocele, a rectocele and an enterocele. The patient underwent the current procedures of an anterior/posterior colporrhaphy, a bilateral sacrospinous ligament fixation, an enterocele repair, and cystoscopy during mesh implantation. It was reported that the patient experienced pain, erosion of her internal bodily tissue, pressure, swelling, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient also experienced extrusion, infection, urinary problems, bowel problems and dyspareunia. Nothing further was provided. (B)(4) - urinary problems; bowel problems; dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 05/05/2016,(B)(4). It was reported that following insertion the patient experienced burning, irritation, vaginal wall prolapse, and urinary retention.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced recurrent urinary tract infections.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria, incontinence, prolapse, atrophic vaginitis, frequency, hesitancy, and dysuria. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge,discomfort, nocturia and itching.

Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and pelvic floor repair mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, pressure, swelling, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding. And other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): pressure occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.